Manufacturer narrative:
Component code (annex g): g04122 ¿ stent. Device evaluation: the evo-fc-10-11-8-b device of lot number c1745214 involved in this complaint device involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 26th november 2020. In summary the following results were observed in the lab evaluation: lock wire was not returned. Stent partially deployed on return. Cannula exposed at the back of the handle. Red marker on top of introducer at the end of handle on return. Actuation of handle-retraction and deployment was possible. Cannula was retracting back into the handle but unable to deploy the stent. Handle was opened and all components are intact. Stent appears to be stuck at the end of the delivery system. Following the lab evaluation additional information was requested to determine when was the lockwire disconnected during procedure? From additional information provided: ¿what do you mean by the lock wire ? Is it the stylet hooked to the stent? Anyway, after speaking with a nurse about this issue, the doctor never answered to my question. I sent two more mails to the purchaser without answers. It will be difficult to have those informations. I can say that they are used to working with this stent since 2 years now with differents nurses to help and they never had this issue.¿ "it seems that because the handle broke, they tried to re capture it without success and they pulled the wire look but the stent couldn¿t be released. That¿s why they put the all system ( with endoscope) out from the patient. I don¿t know why they didn¿t keep it for investigations. " documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1745214 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1745214; upon review of complaints this failure mode has not occurred previously with this lot #c1745214. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. From additional information provided the product was not inspected for kinks or damage before use. A notification was sent to the product manager to consider retraining at the facility root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to multiple factors. It is possible that during deployment tortuous path may have caused a build-up of pressure while compressing the introducer potentially causing the suture becoming trapped between the inner and outer catheter and subsequently resulted in stent deployment difficulties. It is also possible that excessive force was applied while removing the safety wire the stent got disconnected and at the same time the cannula section come out the back of the handle, as the cannula was hidden by the luer lock fitting, the lock wire fits down this cannula and secures the stent to the introducer system. Additionally it is also possible that the root cause could be attributed to device handling. From additional information provided the product was not inspected for kinks or damage before use. It is possible that the device got damaged on handling/removal of the device from the packaging before use. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to device being evaluated in the lab on 26-nov-2020. Fax received saying the prosthesis has stopped unfolding during installation. The product is available. "As per document translation": on (B)(6) 2020, in the digestive endoscopy unit, the user was unable to release the prosthesis because, during insertion, the introducer stopped working and a metal rod started to come out at the back of the gun. There was a noise indicating that something was broken. It was not possible to recover it, so the prosthesis had to be removed, luckily undamaged. This added several minutes to the procedure. A new prosthesis, with the same reference number but from a different batch, was placed with no difficulty. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Placement of a new stent; it took more time to finish the procedure that expected according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. Was the directional button fully engaged? Yes 2. Did the red indicator move when the trigger was pressed? Yes until the point of no return 3. Did the red indicator continue to move after the delivery stopped? 4. Were any cracking/popping sounds heard from the handle? Yes 5. Was the stent partially exposed? Yes 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Not possible to recapture the stent. 7. Were any additional procedures needed? They placed a new stent 8. What is the patient outcome? The patient is fine. 1. At what stage of the procedure did the complaint occur? - during stent placement. 2. What endoscope type and channel size was used? - olympus duodenoscope. 3. What was the position of the elevator? Was it opened or closed? - don't have the information. 4. Details of the wire guide used (diameter, type, make)? - visiglide from olympus factory 0.035''- 450 cm 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? - the stent was partially in cbd. 6. How long was the stent in the patient by the time this complaint occurred? - not a long time because itw as impossible to finish the procedure and the stent was stuck without impossibility to finished the deployment 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? 7.8. Is the patient known to be covid-19 positive? - no. Stricture information: 1. What was the length and diameter of the stricture? - no information about it. 2. Where was the stricture located in the body? - cbd but no precise information about it 3. Was there resistance felt passing wire guide through stricture? - no. 4. Was there resistance felt passing the evolution through stricture? - no, only when the nurse started the deployment, she felt no like usual feelings. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? - no. 2. Was resistance felt during insertion into patient? If yes, at what point? - no. Questions related to during stent placement did the product fail during stent deployment or recapture? - deployment. 2. Was the directional button pressed during use? Yes 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes, deployment of a part of the stent 4. Was the yellow marker kept in view during deployment? - yes. 5. Are images of the device or procedure available? - no. Questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? - because of stuck of the 1st stent, the doctor took the duodenoscope and stent out from the patient and hope, the stent came with and it was a success. He started the procedure again with a new stent with endoscopy and rx vision without problem. They get used to place our evolution stent for 2 years now and they never had this problem before. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? - no. 3. Was the safety wire fully removed before removing the delivery system? - yes. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? Yes (would you mind confirming what part of the product snag/get caught?) No but a metal stylet came out at the safety wire area when the nurse try to deployed the stent after recapture 5. Are images of the device or procedure available? , - no. Questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? - only with the endoscope. Forceps, snare was the lasso (suture) loop used during repositioning no clinical consequences were reported. A declaration has been sent to ansm. The device in question will be kept available at the pharmacy for expert analysis. Please send us a pre-paid box or envelope so that we can send over the sample in question. Alternatively, please contact us to arrange for a shipping company to come and pick it up. A credit note has already been issued with order number (B)(4). "As per cc form": the nurse said that her feeling with the handle was not really as usual. Arriving to the point of not return, a big noice happened, a thud. The nurse tried to recapture without success. They were stuck. Once the red stylet pull out, a metal rod protruded from the hole of the stylet. The doctor knew that he was in trouble and bought the duodenoscope and the stent came out with it. Another stent was placed instead without worries.. I would like to point out that this service is used to fitting these stents and that this incident is the first. Device evaluated on 26-nov-2020. "Stent partially deployed on return. Cannula exposed at the back of the handle."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Fax received saying the prosthesis has stopped unfolding during installation. The product is available the nurse said that her feeling with the handle was not really as usual. Arriving to the point of not return, a big noise happened, a thud. Tried to recapture without success. They were stuck. Once the red stylet pull out, a metal rod protruded from the hole of the stylet. The doctor knew that he was in trouble and bought the duodenoscope and the stent came out with it. Another stent was polaced instead without worries.. I would like to point out that this service is used to fitting these stents and that this incident is the first. 1. Was the directional button fully engaged? Yes. 2. Did the red indicator move when the trigger was pressed? Yes until the point of no return. 3. Did the red indicator continue to move after the delivery stopped? 4. Were any cracking/popping sounds heard from the handle? Yes. 5. Was the stent partially exposed? Yes. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Not possible to recapture the stent. 7. Were any additional procedures needed? They placed a new stent 8. What is the patient outcome? The patient is fine. Prefix: evo. General questions: 1.at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). 2.what endoscope type and channel size was used? 3.what was the position of the elevator? Was it opened or closed? 4.details of the wire guide used (diameter, type, make)? 5.did any part of the stent contact the patient¿s anatomy when the complaint occurred? 6.how long was the stent in the patient by the time this complaint occurred? 7.for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? 8.is the patient known to be covid-19 positive? No. Stricture information: 1.what was the length and diameter of the stricture? 2.where was the stricture located in the body? Cbd. 3.was there resistance felt passing wire guide through stricture? 4.was there resistance felt passing the evolution through stricture? 5.was the stricture dilated before stent placement? Questions related to during insertion into patient: 1.was the product inspected for kinks or damage before use? 2.was resistance felt during insertion into patient? If yes, at what point? Questions related to during stent placement : 1.did the product fail during stent deployment or recapture? Deployment. 2.was the directional button pressed during use? Yes after the noise at the point of no return but the recapture of the stent was no possible. The nurse pressed again the directional button after stylet removed and a metal rod came out a little more with each movement of the handle. They knew something was broken with this stent. 3.was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? The stent was deployed ( 50%). 4.was the yellow marker kept in view during deployment? Yes. 5.are images of the device or procedure available? No.